Manufacturer narrative:
Additional information was provided stating the "vetous instrument" was a vitros instrument.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The results of the investigation indicated an interference with the assay. The nature of the interferant was not clear, however it prevented full recovery of psa by blocking either an epitope or an idio/paratope of the test system. No adverse event was reported.

Event description:
The user received questionable total psa results for one patient sample from the cobas 6000 e601 module serial number (B)(4). The initial result was < 0.10 ng/ml with a data flag and was reported outside the laboratory. The doctor questioned the result, and the sample was repeated with a result of < 0.10 ng/ml with a data flag. The user tested the sample for free psa to help troubleshoot the issue and the result was 0.55 ng/ml. The sample was tested on a beckman coulter analyzer and the total psa result was 0.99 ng/ml. The sample was also repeated on a "vetous instrument" and the total psa result was 1.0 ng/ml. This result was considered the correct result and reported outside the laboratory. The patient was not adversely affected. The user cancelled the scheduled service visit.